Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a long charge (lc) and a charge time (CT) codes, indicative of the device not charging to the target energy level for high voltage shock within 25 seconds and 44 seconds respectively. A high impedance (hi) alert was also noted in the s-ICD device memory due to the presence of high out of range shock impedance measurements. Boston scientific technical services confirmed the presence of these lc, lt, and hi codes and communicated that therapy is likely not available, however a shock can still be delivered if the device charge is greater than 40 joules. Testing of the system was unable to reproduce any noise. The patient was hospitalized, and a revision procedure is being planned. For now, the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. High power visual inspection noted no anomalies with the header or generator case. A diagnostic download was performed which confirmed the presence of both a charge time (CT) and long charge (lc) codes, which were declared on 24-october-2024. The maximum charge time was noted to be 43 seconds. The battery voltage was measured to be normal and was able to support a full charge. Analysis of the firmware log noted out of range impedance measurements started to occur on (B)(6) 2024, following a full energy charge on that day. Using implant verification assistant, a full energy charge was initiated, however a charge timeout occurred and there was no voltage measured on the high voltage capacitors. The device was then connected to a programmer where a commanded lead impedance test noted impedance values at 110 ohms, which is higher than expected. The device case was then opened/removed, upon which it was noted that there was a bubble on one side of the dump/shield resistor. On the side that is next to the hybrid assembly, electrical overstress alterations were noted as there was a blackened area with a small amount of metal exposed in it. An x-ray of the dump/shield resistor noted physically altered circuit lines in the bubble area. The battery was then removed from the circuit, and connected to an external power source, which noted a normal drain. The dump resistor was removed from the circuit. Resistance measurements of the dump resistor were performed; measurements of the dump resistor/shield component noted a resistive connection between internal components. This will prevent the high voltage capacitors from charging. The alterations to this component were likely due to a shorted trace.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a long charge (lc) and a charge time (CT) codes, indicative of the device not charging to the target energy level for high voltage shock within 25 seconds and 44 seconds respectively. A high impedance (hi) alert was also noted in the s-ICD device memory due to the presence of high out of range shock impedance measurements. Boston scientific technical services confirmed the presence of these lc, lt, and hi codes and communicated that therapy is likely not available, however a shock can still be delivered if the device charge is greater than 40 joules. Testing of the system was unable to reproduce any noise. The patient was hospitalized, and a revision procedure is being planned. For now, the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a long charge (lc) and a charge time (CT) codes, indicative of the device not charging to the target energy level for high voltage shock within 25 seconds and 44 seconds respectively. A high impedance (hi) alert was also noted in the s-ICD device memory due to the presence of high out of range shock impedance measurements. Boston scientific technical services confirmed the presence of these lc, lt, and hi codes and communicated that therapy is likely not available, however a shock can still be delivered if the device charge is greater than 40 joules. Testing of the system was unable to reproduce any noise. The patient was hospitalized, and a revision procedure is being planned. For now, the s-ICD remains in service. No additional adverse patient effects were reported.